Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrealted health issue. The pulse generator was difficult to interrogate and exhibited a telemetry anomaly. After device software download, normal function resumed. No patient symptoms were reported.